Event description:
It was reported that x-rays showed two rods are fractured just cephalad to the s1 screws. Rods remain implanted. No indication of scheduled/completed revision to date.

Manufacturer narrative:
No evaluation could be performed as the product was not returned. Based on the available information, no conclusion can be drawn. The design fmeca was reviewed and it was determined that the reported problem is identified.